Event description:
It was reported that smiths medical cad solis pump won't power down. No patient involvement.

Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that "system fault 41,980 occurred 0 0 0 4" was recorded in history. During analysis, error code "41980" was not duplicated at power up. Service replaced main board as a preventive action. Based on the evidence, the complaint was not confirmed, and no fault was found.